Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient underwent a surgical intervention to reposition the device due to twiddlers syndrome. The patient twiddled the device which dislodged the leads. The issue was confirmed with device testing and x-ray. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient underwent a surgical intervention to reposition the device due to twiddlers syndrome. The patient twiddled the device which dislodged the leads. The issue was confirmed with device testing and x-ray. No additional adverse patient effects were reported.